Event description:
It was reported that the patient, enrolled in a study, was hospitalized due to wound infection and a pocket surgical revision was done. A week later, the patient went to the emergency department due to a rash near the pocket. Medication treatment was prescribed and the patient was discharged. Seven months later, the device was removed due to infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.